Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a connector test failure as when the resistance is decreased to 3 ohms, the indicator does not alarm and remained green. There was no patient involved in this event.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The service center reported the unit had a return electrodes monitoring (rem) connector test failure. The investigation isolated the failure to the return electrodes monitoring (rem) connector, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The return electrodes monitoring (rem) connector was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.